Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 389 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient experienced a sudden increase in spasticity that begun a couple of months prior to this report date, they were not sure that there was a device issue or not at this point, the patient was having hip issues and an arthritis flare-up and they indicated that either or both of those may be the cause but they wanted to rule out the system so they were going to do an x-ray and dye study. They had done a couple of increases in the dose as well and previously they did not have increase the dose for a long time. It was asked as to whether they had seen any discrepancies with refills and she noted that the last one was ¿fine¿. Additional information received on july 06, 2017 reported on (B)(6) 2017, it was learned the patient's ethnicity and age at the time of events. The patient started treatment with lioresal 2000 mg/ml on (B)(6) 2012. It was further clarified that the previously reported hip issues started on an unreported date in (B)(6) 2016 and the increased spasticity began approximately in (B)(6) 2017. On an unreported date, the was hospitalized for a pump malfunction. On (B)(6) 2017 the pump and catheter were replaced. The patient's lioresal dose was increased by 20% and the patient was put on oral baclofen. As of (B)(6) 2017 the lioresal was continued, and the hip issues and the increased spasticity had not resolved. No additional information was provided. Medical history included intractable spasticity, spinal cord injury/spinal cord disease, an indura sutureless pump connector revision kit and a synchromed ii pump (model # 8709sc, 8637-20, implanted (B)(6) 2012). Additional medical history included an unspecified spinal injury in 1994 that left the patient with complete t3 spastic paraplegia, and use of oral baclofen 10mg every day with continued spasticity, which profoundly affected the activities of daily living (adl). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-aug-02 reported the pump and the catheter were replaced on (B)(6) 2017. The healthcare professional (hcp) was unaware if the pump and the catheter had been returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID 8709sc serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type catheter patient code (B)(4) no longer applies to the pump. Patient code (B)(4) applies to the catheter. Device code (B)(4) no longer applies to the pump. Device code (B)(4) no longer applies to the catheter and instead (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-jul-26 reported when asked to clarify the pump malfunction, it was noted the patient had increased spasticity despite the dose increases on 5 separate occasions. The cause of the pump malfunction was confirmed to be a broken intrathecal catheter. It was noted that the increased spasticity and pump malfunction/broken catheter were resolved. The patient's weight at time of event was (B)(6). No further complications were reported/anticipated.